Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. Isometrics and pocket manipulations were performed but unable to recreate anything. The device was reprogrammed and remains in service. No adverse patient effects were reported.